Manufacturer narrative:
This report is filed on april 04, 2017.

Manufacturer narrative:
This report is submitted on march 08, 2017.

Event description:
Per the clinic, the device was explanted (date not reported), due to migration of the electrode array out of the cochlea during an ear surgery. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, march 08, 2017.